Event description:
It was reported that post op a laparoscopic adjustable band procedure during a routine fill a leak was suspected. A diagnostic laparoscopy was performed and it was determined that the tubing was disconnected from the port. The locking connector was still attached to the port. The tubing was retrieved and reconnected to a new port. There was no adverse consequence to the pt reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.